Event description:
It was reported that syringe s2 10ml 22ga 1-1/4in bd china leaked. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, received a complaint from the head nurse of hospital, and the syringe leakage when pumping the liquid.

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301945 lot 1809362 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 10ml 22ga 1-1/4in bd china leaked. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, received a complaint from the head nurse of hospital, and the syringe leakage when pumping the liquid.